Event description:
New information received indicated that the patient presented in the clinic and programming changes were performed. The patient was in stable condition.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. No programming changes were performed. The patient was in stable condition.